Manufacturer narrative:
Establishment telephone number : (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results on a nasopharyngeal sample with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing multiple times generated negative results. Pcr ( bosch) confirmation testing generated negative results. The customer stated patient was vaccinated in (B)(6). No additional patient information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025677 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025677, test base part number 191-430 / lot: 1025677. The lot met the required release specifications a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025677 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.